Manufacturer narrative:
510k: this report is for an unknown kirschner wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an ankle revision on (B)(6) 2018, due to a broken krschner wire (k-wire) in medial malleolus and instability. The hardware was originally placed on (B)(6) 2017. During the revision, the surgeon removed one (1) unknown 4.0 cancellous screw and the broken k-wire from the medial malleolus. All k-wire fragments were removed without any additional medical intervention being required. The 4.0mm cancellous screw was replaced with a 3.5 mm syndesmosis cortical screw to make the construct more stable. A second screw; a 3.5mm locking screw that was previously implanted through a plate on the fibula was replaced through the medial malleolus with a longer syndesmosis cortex screw as the surgeon had not addressed the syndesmosis in the original surgery and the construct was unstable. There was reportedly no consequence to the patient, the patient had no additional clinical findings and no known comorbidities. The patient was reported to be stable at the end of the procedure. Concomitant devices reported: locking plate: (part number unknown, lot number unknown, quantity 1) this report is for one (1) unknown kirschner wire this is report 3 of 3 for (B)(4).